Manufacturer narrative:
The technician replaced the worn brake casters to repair the stretcher.

Event description:
Info received indicates the brake casters are not holding when engaged from both ends of the stretcher.